Event description:
A surgeon reported a pt experiencing strongly irritating 'rays' around lights following intraocular lens (iol) implant surgery. According to the surgeon, when the iol was implanted, it was not smoothly delivered (was not well loaded) and it "turned strongly in the eye". He reported that when the pt looks at a light source, she sees a radiance and this is in a diagonal line through her visual field. The pt is bothered to the extent that she does not dare drive her car. The surgeon reported he is considering lens explantation. The surgeon reported the pt was referred to another surgeon who provided the following information: there was nothing visible in the iol and does not believe an iol explantation would resolve the event; the pt had a lot of capsular fibrosis for which a yag laser treatment is recommended; and 3) wants to wait if the issues resolve in time. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided form the account to properly complete an investigation. Additional information has been requested. (B)(4).